Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading during the phone call was 339mg/dl. Unable to check the programming during the phone call because the insulin pump had been without a battery for two weeks and all the setting had been lost. The mother wanted the insulin pump replaced per the medical doctor's instructions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.